Event description:
It was reported that the patient's blood glucose level rose to 22.2 mmol/l (399.6 mg/dl) while wearing the pod between 37 and 48 hours. When the pod was removed from the infusion site (unspecified), the pod's cannula was found a little bit bent and there was a bleeding wound on the skin and the skin looked melted off. As treatment, a new pod was applied.

Manufacturer narrative:
The device has been returned. A supplemental report will be submitted with the investigation results. At this time, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found that there were no bends, kinks or damage to the cannula. The pod data showed no evidence of struggle in the drive mechanism indicating that the cannula was not occluded with bends or damage at the time of the event. The device was received with no evidence of blood on the device. The investigation found no damage or defects that would cause bleeding or bruising. The device was received fully deployed. The investigation found no damage or defects that would cause skin irritation. The exact cause of the reported skin irritation could not be determined.